Event description:
It was reported by the customer that they observed too much green colour on the monitor.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.